Event description:
Pt presented with an mi occlusion. The physician steam shaped the tip of the catheter, then brought the psc054 coaxial with the psc032 using a 6f long sheath (cook shuttle). He was unable to go beyond the carotid siphon and felt a lot of friction between the psc054 and psc032. With much difficulty, the physician pulled back the psc032 from the psc054. He then decided to use a 35 thermo wire to reach the clot and then pushed the psc054 over the wire up to the clot. Next, he inserted the pss054 but had very little effect with the system and again felt a lot of friction between the two devices. The physician then pulled everything back and went in with the 032 penumbra system (psc032/pss032). He was able to aspirate some pieces of the clot, but not much. (This MDR associated with mdr3005168196-2009-00116, mdr3005168196-2009-00117, mdr3005168196-2009-00118, mdr3005168196-2009-00120).

Manufacturer narrative:
Technical eval: the psc054 had a flat spot at the distal tip, 1.5cm in length. A 0.041" mandrel was able to pass through this region, but significant resistance was felt. The hub showed cracks. One of the 032 reperfusion catheters showed stretching in the flexible segment. Measuring between the distal tip and the distal-proximal transition, this catheter is 80cm long. The nominal measurement from the drawing is 40cm. At 50cm (stretched length) from the distal tip, there is a rupture in the catheter wall 1.2cm in length. The second psc032 had a pss032 logged in it and showed that the lodge point is 12cm proximal of the distal tip. At 15cm proximal of the distal tip is a rupture point. The 12cm to the tip shows multiple kinks. The incident was confirmed as reported. Based on the incident report, the flattened tip of the psc054 caused the friction with the psc032, resulting in the stretching of the distal section. In addition, consultation with our chief medical officer found that the friction felt when using the psc054 was most likely due to the compromised lumen (kink) in the psc054. Therefore, the other devices used with this device (one psc032 and one pss054) probably malfunctioned because of the kink in the psc054. A DHR review of this mfg lot has been reviewed and a copy is attached. A review of the device history record (DHR) was completed on part # 1943, (lot# l15723). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.